Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when introducing the camera to the port or valve during a laparoscopic hernia repair, the valve seal was damaged. It was stated that there was a rapid loss of abdominal pressure due to the device issue. Another device was used to complete the case. There was no patient injury.